Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient faced infusion set cannula was bent. Patient faced this issue with two infusion sets. Patient noticed the symptoms after 3 or more hours after insertion. Infusion set was in use for 0-5 hours. The site of insertion was abdomen.patient blood glucose was 400 mg/dl. Patient corrected it with bolus via pump. No further information available.